Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason and a new lead was added to cover left foot.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to physicians preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason and a new lead was added to cover left foot.